Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the the patient data was not current and patient orders might not have been current due to an order interface problem. A technical support specialist (tss) dialed into all in one server and found a delay notice under patient encounter system. Tss verified uptime, service and down time query and confirmed everything was current. Tss ran a query from the knowledge article "medes: interface delayed/down notice" and identified one message as null. Tss then restarted the external messaging services, verified under pes and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had critical override, patient data and orders may not have been current. Patient data was not flowing or was moving very slowly from epic interfaces into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.